Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a red alert from this implantable cardioverter defibrillator (ICD) due to high out of range shock impedances, exhibited by a non-boston scientific lead. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was provided that the device was later explanted and will be returned for analysis.

Event description:
Additional information was provided that a revision procedure was performed. During the procedure, the physician pulled on both defibrillation pins, which were noted to be intact. The pins were disconnected and reconnected, with high shock impedances noted in the triad and rv coil to can configuration. The physician attempted to start an implant on the patient's left side; however, found it was occluded. The physician then planned to go to an implant on the patient's right side, but induction testing had resulted in a yellow screen on the programmer, indicating an open circuit shock impedance. The physician thus decided to replace the device and both leads in the near future. No adverse patient effects were reported.

Event description:
The device was later returned for analysis.